Manufacturer narrative:
Device was not returned.

Event description:
It was reported that the ball tip and the wording did not line up together in the tiemann catheter. Customer said that they were hard to get in four of ninety.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator or machine error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the ball tip and the wording did not line up together in the tiemann catheter. Customer said that they were hard to get in four of ninety.